Event description:
Boston scientific received information that the patient reported experiencing a syncopal episode for an unknown reason. No additional adverse patient effects were reported. The field representative is attempting to obtain additional information.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.